Event description:
A surgeon reports that following bilateral lasik surgery, a patient had presented with a loss of bcva (best corrected visual acuity) in the right eye with an increase in astigmatism. The surgeon stated their was an "irregular, incorrect ablation" and he is considering a secondary procedure. A review of post-operative topographies and orbscans provided by the surgeon do not indicate any irregularities; however, the pre and post-operative topographies and orbscans do indicate an increase of astigmatism on the post-operative documents.